Event description:
A site reported to rxsight that a light adjustable lens (lal, sn (B)(6), +22.0d) was implanted in the right eye on (B)(6) 2023. During the postoperative period, patient had 4 light adjustments that brought their distance vision to plano sphere as planned, but no lock-in treatments were completed due to the patient's desire for better near vision. Upon returning to the clinic on (B)(6) 2024, the patient complained of blurry distance vision and glare and a 5th adjustment was performed. No lock in treatments were performed before the lal was explanted on (B)(6) 2025.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).